Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable mg magnesium results for 2 patient samples tested on a cobas integra 400 plus. From the data provided, the mg result from 1 patient sample was a reportable malfunction. The initial mg result was 3.93 mg/dl. The sample was retested twice with mg results of 2.48 mg/dl and 2.31 mg/dl. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The customer stated that their internal qc were having imprecision issues but no further details were provided. The mg reagent lot information was requested but was not provided. The field engineering specialist cleaned the internal and external water reservoir. He primed the fluid system and deproteinized the probe. The investigation determined that the issue was related to a contaminated system caused by incomplete maintenance. The source of the contamination was not identified. The issue was resolved by the service activities performed by the field engineering specialist.